Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a faradrive steerable sheath was selected for use, however, the stopcock broke off of the flush port, therefore it was decided to replace the device and the issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.